Manufacturer narrative:
Patient's status post right knee arthroplasty with a nexgen tm monoblock tibia and unidentified femoral component. The patella appears unsurfaced. The nexgen tm monoblock tibia appears to be well-fixed and performing as intended. Bone growth and/or calcification of the soft tissue is suspected posterior to the tm monoblock tibia; however, the contribution of soft tissue involvement with regards to the right knee instability or pain is beyond the scope of this investigation. It is unknown if a revision is planned. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient's tm monoblock tibia was revised due to instability and pain. No lot or part information was provided.

Manufacturer narrative:
Investigation is still in progress.

Event description:
It was reported that the patient's tm monoblock tibia was revised due to instability and pain. No lot or part information was provided. Additionally, the date of implantation and date of removal of the device is unknown at this time.